Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had a bent tip was confirmed. An assessment was performed on the device which determined the device has a bent and drilled ¿leg¿ tip. This type of damage was indicative of excessive side loading, which caused the cutter to flex and come in contact with the neuro tip ¿leg¿. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported by (B)(6) that during set up of the motor device during a craniotomy surgical procedure it was observed that the device hose was leaking and the attachment devices were not turning. It was reported that as a result, the users were unable to use the drill device. During in-house engineering evaluation it was found that the unit had a bent tip. It was reported that the event occurred on the sterile table as the patient was in the operating room. It was reported that there was a 45 minute delay in the procedure and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. It was reported that the patient was under anesthesia at the time of the event. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.